Manufacturer narrative:
This report is filed (B)(6) 2016. (B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2016, due to pain at the implant site. The patient was not reimplanted with a new device. Clinical management of the patient is ongoing.

Manufacturer narrative:
Correction: the wound was not closed using a skin graft. Correction: the patient did not have fistula's, rather, a possible salivary leakage following two non-device related parotid surgeries pre-implantation, dated to have occurred in 2010. The following additional information was received: it was reported that the patient experienced a partial extrusion of the receiver stimulator in may, 2014 (specific date not reported). Subsequently, the patient underwent a revision surgery and the wound was closed using the temporalis myofascial flap. The implanted device remains. Information pertaining to the patient's swelling and skin breakdown is duplicate data and will be addressed in MDR report 6000034-2017-01262. This report is submitted july 10, 2017.